Event description:
A surgeon reported that during surgery, there were bubbles in the infusion line and a system message was displayed. The system was rebooked and the surgery was completed without harm to the pt. The surgeon also noted that the system's audio instruction became quiet.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is the first complaint reported for this issue. The finished good lot specific to this event is not known; therefore, lot history and DHR review was not possible. The customer did not retain a sample to return for investigation and no add'l info was provided; therefore, it is not possible to determine the root cause of this event. (B)(4).